Event description:
The customer reported that during patient use, the autopulse platform ((B)(6)) displayed fault code 41 (patient temperature sensor failure). Before starting duty, the unit was tested, and no problems were observed. Upon patient arrival, there were immediate problems. The device was powered on and the fault message occurred. The crew reverted to manual resuscitation. It is unknown how long manual CPR was performed. No patient information is available other than that the patient was 41 kg and survived the call. No impact or consequence to the patient. Even after returning and changing the lifeband, the device was able to power on but would not start compressions.

Manufacturer narrative:
The reported complaint of "the autopulse platform ((B)(6)) displayed fault code 41 (patient temperature sensor failure) and would not start compressions" was not confirmed during functional testing but was confirmed during archive data review. No device malfunction was observed during the functional testing and the autopulse platform performed as intended. Nevertheless, the temperature sensor cable was replaced as a preventive precautionary measure, as the sensor may have had some intermittent technical problems that could not be directly identified during the functional testing. During visual inspection, no physical damage was observed on the platform. The power distribution board revision is up to date. The brake gap was within specification. The archive data review indicated fault code 41, thus confirming the reported complaint. The autopulse platform passed the initial functional test without any fault or error and the reported complaint could not be reproduced. Following service, the autopulse platform passed the run-in test until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with (B)(6).